Event description:
It was reported to philips that the system's emergency stop engaged on its own. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that emergency stop active. Review of the system log file showed that emergency stop error. Upon troubleshooting fse confirmed that the software of table side operation (tso) needs to be reinstalled. To resolve the issue, fse reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.